Event description:
It was reported that the customer's insulin pump had an unresponsive keypad. Her blood glucose level was 170 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The displacement test was not performed due buttons being unresponsive. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.